Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed after the patient was moved to another room. Philips was unable to confirm the allegation regarding the system that the system could not emit x-ray and the x-ray safety line active at start up message which was displayed on the system as the issue was solved by a third-party subcontractor service; no on-site work was performed by philips. After service by the third-party contractor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.